Event description:
Dealer states the unit is cracked. Dealer did not specify if this was an out of box failure or if it was being used at the time. No further information provided. Original order (B)(4).